Event description:
During an in-clinic follow-up, increased capture threshold which resulted in loss of capture was observed on the right ventricular (rv) lead. The device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.